Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device needed flow rate accuracy checked and needed to see if there were any other abnormalities. The fault occurred while checking before in use with the patient. There was no patient involvement.

Manufacturer narrative:
H2) correction: h4 updated.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the log, it was confirmed that there were no errors in the settings and no record of any alarms related to flow rate accuracy. Visual, functional and accuracy tests were performed. The customer's stated problem was not confirmed. There was no known cause of the reported issue, and the device was returned unrepaired to the customer at customer's request.